Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occured. It was reported an unspecified malfuncton/issue occurred. On (B)(6) 2026, the patient woke up and her cgm readings were low. Due to this, her daughter assisted and called an ambulance. At the time of the event, cgm showed low readings, while ems was unable to obtain a bgfs reading upon arrival. The experienced sweating, inability to talk, and difficulty functioning and passed out. She was transported to the hospital for further evaluation and treatment. At the hospital, the patient could not recall the exact bgfs reading. The patient was treated with IV medication to raise her blood glucose levels. After treatment, her glucose levels improved and she was stabilized. Patient was discharged on the same day with no overnight stay. At the time of the report the patient's condition has improved following treatment. There was no documentation of medical intervention. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.